Event description:
It was reported on (B)(6) 2012, that a patient developed and infection following a generator replacement surgery on (B)(6) 2012. The exact date the infection was observed is unknown. The patient underwent a procedure to wash out the infected area, and the generator was left implanted. No other information is known at this time. The device history records for the patient's implanted generator and lead were reviewed, and sterilization prior to distribution was confirmed. Attempts for further information have been unsuccessful to date.

Event description:
Additional information was received on (B)(6) 2012. The infection was first noted 7 days post- op. Per the surgeon, the infection was related to the patient's recent surgery. There was no suspected manipulation or trauma and the cultures of the infection revealed (B)(4). At the time of the report, the patient had not been seen since completing his antibiotics, so it was unknown if the infection had resolved. However on (B)(6) 2012 it was reported that the generator and lead were explanted due to the continued infection. The products have since been returned for analysis, which is not yet complete.

Event description:
Analysis on the generator was completed on (B)(6) 2012. Results of diagnostic testing indicated the device was operating properly and communicated properly. Electrical test results showed that the pulse generator performed according to functional specifications. There were no adverse functional, mechanical, or visual issues identified with the returned generator. Analysis on the lead was completed on (B)(6) 2012. No discontinuities were identified within the returned lead portions. Note that since the electrode array portion was not returned for analysis, an evaluation and resulting commentary cannot be made on that portion of the lead. During analysis an anomaly , which did not relate to the infection was identified. This will be reported under medwatch number 1644487-2012-02344.

Manufacturer narrative:
Device manufacturing records were reviewed.review of manufacturing records confirmed sterilization for both the generator and lead prior to distribution.